Manufacturer narrative:
(B)(4). Vyaire fsr went onsite and evaluated the ventilator, he found that the uim was defective. Fsr replaced the defective uim and issue was resolve. All values were within manufacturer's specifications. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their avea ventilator uim touch screen stays dark when vent is turned on. There is no patient involvement.